Event description:
We received a report from the husband of a patient who experienced glaucoma and ocular pain after the implantation of an zcb00 intraocular lens (iol) in (B)(6) 2013. He indicated she required a stent to treat the glaucoma and that causes double-vision. The iol was explanted and replaced with a monovision iol and she has not had any further pain but the double vision continues due to the stent. Additional information has been requested but not received.

Manufacturer narrative:
(B)(4): explant of intraocular lens and diplopia.all pertinent information available to the manufacturer has been submitted. Placeholder.